Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04561, 0001825034-2018-04562, 0001825034-2018-04563.

Event description:
It was reported patient¿s hip was revised approximately 11 year post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.